Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav), at a depth of 3mm on the non-coronary cusp and 3mm on the left coronary cusp, the tav was deployed to the point of no return, and complete atrioventricular block (cavb) occurred. The tav was fully deployed; however, the cavb persisted. Therefore, a temporary pacemaker was placed prior to the patient¿s exit from the operating room. No other patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product ID: d-evolutfx-2329, lot#: unknown, manufactured date: unknown, ubd: unknown, UDI#: unknown, FDA site ID: 9612164, implant date: non-implantable, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.